Manufacturer narrative:
(B) (4): this part is not approved for use in the united states; however, a like device catalog # 6955408, 510k # k003780 was cleared in the united states. Device was not returned to the manufacturer for evaluation. The post-op films were reviewed. They show complex construct occipital to cervical and cervical screws stripping out of bone allowing skull and upper cervical spine to flex away from implanted plate. Pictures of complaint product submitted for analysis; plate and screw does not appear to reveal any material or functional defect. Unable to obtain additional information from the submitted pictures. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a posterior fusion procedure at occiput to c7 to implant posterior fixation plate, rods and screws. Reportedly, the fusion procedure was completed properly. The construct reportedly had no problems immediate post op. The x-rays taken two weeks post op showed that the midline plate backed out as well as the two lower screws, but the upper screw remained in union. The revision surgery was performed approximately a month post fusion procedure. The implants at occiput were all removed by cutting off the rod at the transition site of the occiput and cervical. The rest of the cervical construct was not removed.